Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, after deployment of the capio device during the procedure, the suture broke while withdrawing the device from the patient, pulling the suture through using the capio device. Reportedly, this happened outside the patient. The procedure was completed with another uphold lite with capio slim device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018 . According to the complainant, after deployment of the capio device during the procedure, the suture broke while withdrawing the device from the patient, pulling the suture through using the capio device. Reportedly, this happened outside the patient. The procedure was completed with another uphold lite with capio slim device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. An examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damage noted to the capio slim suture capturing device. Regarding the mesh assembly, there was no damaged noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside of the cage. The complaint investigation conclusion code selected for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase and no further escalation is required.